Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose of 568 mg/dl, even after infusion set change. Customer did not know how much insulin to treat with manually. Customer declined troubleshooting and would change infusion set and monitor blood glucose.